Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a critical pump error. It was reported that the customer had been hospitalized for an emergency. It was reported that the customer had been drinking alcohol, when the device alarmed for critical error. It was reported that the customer had been found unconscious. The customer's blood glucose was reported to be 216mg/dl. It was reported that the device would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 due to a corroded electronic assembly. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement due to a critical pump error. Moisture damage was also found on the motor and the force sensor during visual inspection. The pump was also received with a scratched case, serial number label peeling, a cracked case behind the pump near the battery compartment, broken battery tube threads, keypad overlay texture damage, a cracked select button keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window.